Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that some of the softkey buttons are not responding when pressed. There was no patient involvement.